Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of intermittent response from the #0, #1, and #2 keys caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigated the issue.

Event description:
It was reported that a spectrum pump had a keypad with an intermittent response from the #0, #1, and #2 keys. It was also reported that there was no patient injury.